Event description:
It is reported that upon opening, it was discovered that the packaging had been compromised rendering the device unsterile.

Manufacturer narrative:
Although an exact cause cannot be definitively determined, it appears that an excessive shock was received to the packaging in the distribution environment. The carton indicates rough handling is the most probable cause of failure. As returned inner and outer cavities are damaged along with the folding carton. Device history records indicate all components were manufactured and inspected to specification.